Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a motor (rewind issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/02/2017 with the following findings: during investigation, the complaint could not be duplicate during the investigation. There were no rewind motor errors recorded in the black box. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms occurring. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).